Manufacturer narrative:
This report is filed, february 25, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016, the patient was administered general anesthesia to facilitate an abutment exchange; during the procedure, the site was "cleaned up". The implanted device remains.